Event description:
Information was received from a patient via a healthcare provider regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the patient was having issues with the personal therapy manager (ptm) taking forever to connect to the pump and deliver boluses. The healthcare provider (hcp) timed and it took over 2 minutes to connect and another 2 minutes to deliver the bolus; the connection was getting stuck at 90%. The manufacturer's technical services specialist (tss) reviewed how to clear data from handset; data was at 3.6mb. After clearing data, the patient was able to successfully connect the ptm to their pump without delay. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.